Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00441. It was reported that one of the patients leads had migrated and the other had become fractured. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined one of the patients leads had migrated and the other had fractured. As a result, the leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.